Event description:
(B)(4). Same case as MDR ID: 2134265-2013-05395; MDR ID: 2134265-2013-04877. It was reported that post percutaneous coronary intervention unstable angina and in-stent restenosis occurred. In (B)(6) 2012, the subject presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was located in the distal saphenous vein graft to distal right coronary artery with 99% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 20 mm. After the placement of the 2.50 mm x 20 mm ion us coa study stent in the lesion, there was "worsening at the ostium at about 20 mm length of the vein graft as well as some worsening just proximal to that" for which intracoronary nitroglycerine was given, no change occurred. Subsequently a 2.5 mm x 28 mm ion stent was placed at the ostium of the right coronary artery. Even after the continuous nitrates administration, a significant stenosis or narrowing was demonstrated just proximal to the first study stent (2.50 mm x 20 mm) which was treated with the placement of 2.50 mm x 12 mm ion us coa study stent. Following post dilatation, the residual stenosis was 0%. Additionally, a non-target lesion located in the proximal svg to distal rca was treated with the placement of 2.5 mm x 28 mm ion non-study stent. After the procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, 90% focal stenosis in the svg to proximal right coronary artery was treated with the placement of 2.75 mm x 8 mm promus element stent with 0% residual stenosis. In addition, a 70% diffuse restenosis at the distal stent edges of the study stent and a 2.5mm x 28mm ion non-study stent located in the saphenous vein graft to distal right coronary artery was treated with balloon angioplasty and placement of 2.75 mm x 38 mm promus element stent with 0% residual stenosis. On the next day, the event was considered resolved without residual effects and the subject was discharged on the same day.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).